Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the (B)(4), following medtronic¿s acquisition of (B)(4). A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.(B)(4).

Event description:
The physician was attempting to use a protege everflx during procedure. The physician firmly pushed on the pin, pulled the delivery system (the dial was not loosened at this point) and the stent partially deployed out of the catheter so they removed the entire system and treated with another stent. Evaluation summary: the device was received for evaluation without any ancillary devices or cine images from the procedure. The outer sheath was pulled backed; the distal end of the stent was exposed and flowered. The safety locking-pin knob was tight. The deployment handles were approximately 80mm apart: within the allowable grip spacing range of 74.0mm to 82.0mm for a 60mm stent. The sds was examined visually and tacitly: a kink was noted just distal of the strain relief, the stent was exposed and flowered, and the stent was engaged with the retainer ring. A 10cc water filled syringe was attached to the stop cock luer lock and the annual spaces were flushed. A 10cc water filled syringe was attached to the proximal hub luer lock and the center lumen was flushed. A 0.035in guidewire was loaded through the distal tip of the sds and would only advance to the region of the kink just distal to the printed strain relief. The guidewire loaded sds was loaded into a deployment apparatus and deployed: approximately 1.7lbs of force were required to deploy the stent. The deployed stent, retain ring and distal tip were examined; no abnormalities or deformities were noted. The distal deployment handle was removed and the stainless steel hypotube was pulled backed to expose the region were the safety lock pin engages the tube: at approximately 24mm a witness mark was observed.